Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator lost radio frequency telemetry and exhibited a diagnostics anomaly. A software download was performed and the patient would be monitored.

Manufacturer narrative:
(B)(4).